Manufacturer narrative:
A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacist who contacted the company with a product complaint, concerns a female patient; age and ethnicity not provided. The patient was taking an unspecified medication via humapen savvio pen (red); indication for use not provided. On an unspecified date, it was noted that the humapen savvio could not be triggered. This humapen savvio device was associated with (B)(4)/lot number 1601v06. The patient operated the humapen savvio device. It was unknown if the patient was trained. The general and suspect device duration was not provided; however, it was noted this was not her first savvio pen. The suspect humapen savvio device associated with (B)(4) was returned to the manufacturer on 24jan2018. Update 20feb2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 30mar2018 in the b.5. Field. No further follow up is planned. Evaluation summary: a pharmacist reported on behalf of a female patient that her humapen savvio device "could not be triggered." No adverse event was reported. Investigation of the returned device (batch 1601v06, manufactured january 2016) identified the reportable malfunction "bulkhead failure," and found an oily substance is present on the bulkhead subassembly. Spectroscopic analysis of the oily substance identified it to be consistent with a fatty acid based substance, such as lard oil. The fatty acid based substance, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead component, causing the device malfunction. Malfunction confirmed. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process).

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a pharmacist who contacted the company with a product complaint, concerns a female patient; age and ethnicity not provided. The patient was taking an unspecified medication via humapen savvio pen (red); indication for use not provided. On an unspecified date, it was noted that the humapen savvio could not be triggered. This humapen savvio device was associated with (B)(4). Lot number 1601v06. The patient operated the humapen savvio device. It was unknown if the patient was trained. The general and suspect device duration was not provided; however, it was noted this was not her first savvio pen. The suspect humapen savvio device associated with (B)(4). Was returned to the manufacturer on 24jan2018. Update 20feb2018: updated medwatch fields for expedited device reporting. No new information added. Update 30mar2018: additional information received on 29mar2018 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields and improper use and storage from no to yes; and added the date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.